Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("uterine bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: no complaints or problems. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with da vinci as multipart.) Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: normal uterus and essure coils to be in place. On (B)(6) 2016, patient had surgical pathology report resulted in benign serosal adhesions of uterine serosa.bilateral fallopian tubes: benign with no significant pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage), confirming pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received, reporters added, patient demographics added, lab data added, product information updated, events added per pfs: abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), did not undergo essure confirmation test. Event added mr: abnormal uterine bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: no complaints or problems. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 6 months 7 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with da vinci as multipart.) And surgery (total laparoscopic hysterectomy and bilateral salpingectomy with da vinci as multipart.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia was resolving and the uterine haemorrhage, genital haemorrhage, menstrual disorder, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: normal uterus and essure coils to be in place. On (B)(6) 2016, patient had surgical pathology report resulted in benign serosal adhesions of uterine serosa.bilateral fallopian tubes: benign with no significant pathologic change. Current weight 246 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage), confirming pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received .reporter added. Plaintiff concomitant condition added. New event depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue and weight gain were added. Outcome of pain and abnormal bleeding updated to recovering. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and uterine haemorrhage ('uterine bleeding') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: no complaints or problems. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 6 months 7 days after insertion of essure. On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with da vinci as multipart.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia and weight increased was resolving and the uterine haemorrhage, genital haemorrhage, menstrual disorder, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: results: normal uterus and essure coils to be in place.. On (B)(6) 2016, patient had surgical pathology report resulted in benign serosal adhesions of uterine serosa.bilateral fallopian tubes: benign with no significant pathologic change. Current weight 246 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage), confirming pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received outcome of event weight gain was updated as recovering. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and uterine haemorrhage ('uterine bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: no complaints or problems. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 6 months 7 days after insertion of essure. On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with da vinci as multipart.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the uterine haemorrhage, menstrual disorder, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had been treated for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound pelvis - on (B)(6) 2016: results: normal uterus and essure coils to be in place.. On (B)(6) 2016, patient had surgical pathology report resulted in benign serosal adhesions of uterine serosa.bilateral fallopian tubes: benign with no significant pathologic change. Current weight (B)(6) . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage), confirming pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event essure confirmation test no added. Event outcome for bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.